Event description:
Caller reported that pump display illuminated but did not show a display, affecting the ability to interact with pump and read screen. There was no adverse impact to the customer's blood glucose level. Cts replaced pump and advised customer on using an alternate therapy to ensure insulin delivery is not interrupted, confirmed shipping address, and provided instructions on storing and returning the problematic pump via ups within 10 days.